Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have not "felt good" since implantation of implantable pulse generator (ipg). The patient also reported experiencing phlegm, dyspnea, a fall and syncope. The patient asked if "anything is wrong" with the implantable pulse generator (ipg) "or its programmed settings". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.